Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hemicolectomy. The stapler failed as it would not lock and it misfired the sutures. He says that when he closed the purstring around the bowel that after he fired it the staple line seemed loose to him, complete but loose. Another device was used without further consequences. No medical intervention required. Patient current status reported as good, at home. The device will not be returned for evaluation, it was discarded by the customer.